Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm and did not charge. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed. During evaluation, it was found that the device would not turn on due to a depleted battery. The cause of the depleted battery was determined to be a damaged power supply. To correct the condition, the power supply and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.